Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 1 had failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 17-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer had failed. The field service engineer stated that the device was not in failure. The pharmacy staff were unable to recreate the error. All cabling, drawers, and pockets were checked and found to be functional. The system functioned as intended after the field service engineer verified the device.